Manufacturer narrative:
The insulin pump had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. The insulin pump had severely scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and had a battery out limit alarm. The customer¿s blood glucose was 235 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work even after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm and unable to clear the alarm due to buttons were unresponsive. No battery out limit alarm troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.